Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated.

Event description:
It was reported that during an unspecified surgical procedure, it was discovered that the robotic-assisted solution array clamp device was not holding tightly and the array popped out. It was reported that the array was reinserted. There were no delays to the surgical procedure. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes, or its employees that the report constitutes an admission that the product, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. D9, h3, h6: the actual device has been returned and is currently pending evaluation. Once the investigation has been completed, and if additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11 additional narrative: correction: d4: the device lot number: after additional review, it was found that the lot number pc5715750 is not a valid identifier for the array clamp. Consequently, the lot number has been updated to the unrecognized numbers pc5718761/pc5718759. The actual device was returned for evaluation. A combined set was returned with the combined lots (pc5718759/pc5718761). Visual analysis revealed that the velys array clamp exhibits an overall appearance of wear consistent with normal use and constant cleaning /sterilization cycles. A functional testing was conducted with the returned velys array clamp set and a product with the equivalent diameter of a velys fixation pin. The assessment found the wedge component of the array clan bone assembly was able to be fully tightened through the wedge wingnut. The device was able to retain the pin as intended. The wing knob component that connects the two pieces together was able to be fully tightened and the teeth engaged as intended. The wing knob component that tightens onto the pins can be fully tightened both with and without pins inserted. The array clamp array clasp assy button was fully functional in securing, retaining, and releasing its mating device without difficulty. Although the exact surgical environment at the time of the complaint could not be re-created for testing purposes, the functional evaluation found attempts to re-create the complaint scenario "the array popped out" were unsuccessful. A dimensional inspection was not performed since it was not applicable to the complaint condition. The overall complaint was not confirmed as the observed condition of the velys array clamp would not have contributed to the complained device issue. Therefore, an assignable root cause was not determined.